Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-04289.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2019-04289. It was reported one of the patient's leads (cervical) migrated downward. As such, the patient underwent surgical intervention where in the lead was explanted and replaced. Reportedly, effective therapy resumed following the procedure and the issue is resolved. Please note: it is unknown which lead is liable. Therefore, all suspected devices are being reported as explanted.